Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient was prescribed topical antibiotics (date not reported) due to recurrent granulation tissue and drainage at the abutment site. The implanted device remains.